Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that a low battery power alert became frozen on the pump screen & the customer was unable to clear the alert. During troubleshooting with tandem tech support, the alert was able to be cleared. There was no impact to the customer's blood glucose level.